Manufacturer narrative:
Report source: article titled "unilateral versus bilateral balloon kyphoplasty for multi-level osteoporotic vertebral compression fractures: a prospective study", by liang chen, md, phd, huilin yang, md, phd, tiansi tang, md. Method - device not returned; followed up with author. This regulatory report is for the pmma embolization. Regulatory report (B)(4) is for the asymptomatic cement extravasations.

Event description:
It was reported in an article titled "unilateral versus bilateral balloon kyphoplasty for multi-level osteoporotic vertebral compression fractures: a prospective study", that: extravasation of pmma outside the vertebral body occurred in 6/49 of patients or 6/114 of treated levels. In unilateral group, cement leaked into the adjacent disc happened in 1 case, into paravertebral vein in 1 case. In bilateral group, cement leakage into the adjacent disc happened in 1 case, leakage lateral to the vertebral body in 1 case, leakage into paravertebral vein in 1 case, leakage into the spinal canal in 1 patient. None of the cement leakages had any apparent clinical consequences, and no patients developed neurological symptoms. Another patient complained of chest pain the day after operation and CT scan detected pmma embolization of branch of pulmonary artery, symptoms gradually resolved after medical treatment. No further information was reported. Note: (B)(4) does not currently distribute product in (B)(4).